Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer's blood glucose level was unknown at the time of incident. The customer stated that the reservoir is loose and does not lock in place. Customer also stated that the battery screen has discoloration and there are scratches on the screen. The insulin pump will be returned for analysis.